Event description:
It was reported to hp that the nurse on duty noticed that life threatening arrhythmia was not alarming and the strip was not printing. There were no alarms at the central or at the bedside. The pt expired.